Event description:
It was reported that (4) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that on the 2nd-4th firing on the tsb45, the staples would not form at all. There was some bleeding from the staple lines (amount overstitches to close the tissue. The device was discarded as the pt had hepatitis.